Manufacturer narrative:
The reported event of charge timeout was confirmed. Charge timeout was recorded in the device image. The charge timeout was unable to be reproduced in lab. The cause of the charge timeout could not be determined. High current was observed on the bench. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the cause of the high current drain and premature battery depletion. The high current drain and premature battery depletion was a malfunction based on analysis and did not contribute to the charge timeout.

Event description:
During an in clinic follow-up, an alert of slow charge time occurred during a capacitor maintenance. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was in stable condition.